Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzles from the o2 and air gas module was replaced and returned for investigation. Simulated use test of the received nozzles from the o2 and air gas module has not reproduced the described customer issue. Evaluation of the received device logs shows that the matching events between october 28, 19:58 and october 29, 01:49. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref # : (B)(4).